Event description:
The physician was coiling an internal iliac aneurysm. The physician put in the px slim into the internal iliac. He then tried to place a ruby coil 12x60 and he was unable to advance the coil. The physician kept pushing the coil and it detached while trying to deliver. He then pulled out the catheter and the catheter was kinked at the site of the tuohy (rhv). The tuohy was turned down too hard onto the catheter therefore kinking the catheter. He then placed a progreat 0.027 microcatheter and selected the internal iliac. The other coils went in fine. This MDR is associated with MDR 3005168196-2013-00107.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not retained.